Manufacturer narrative:
B5: updated h3:analysis fir product ID nim4cm01 found that there were no abnormalities on the device. H3: analysis for product ID nim4cpb1 serial number:(B)(6) could not verify 'not working properly.' Unit presented with sw:(v1.7.5), a defective main pcba with aged batteries, and a broken enclosure standoff. H3: analysis for product ID: nim4cpb1 serial number: (B)(6) could not verify 'not working properly.' Unit presented with sw:(v1.7.5), a defective main pcba with aged batteries, and a broken enclosure standoff. H6: fdr codes c0201 and c0601, fdc d02 are applicable for product ID nim4cpb1 serial number:(B)(6). Fdr codes c0201, c0706 and c0601, fdc d02 are applicable for product ID nim4cpb1 serial number: (B)(6). Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the system was rebooted and issue resolved.

Manufacturer narrative:
H6: analysis found that there were no abnormalities on the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy and parathyroid re-implantation procedure, for 6 seconds, the anesthesiologist detected an arrhythmia of the patient. Anesthesiologist did not believe this was from artifacts nor medication. Rep confirmed that the patient did not have a pacemaker or any known cardiac issues. Rep informed that the arrhythmia stopped when the system was turned off and then resumed when it was turned on. Site swapped to nim 3.0, rep suspects with the same console settings given the procedure. There was no patient impact in this event.